Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the audio/vibrate anomaly/absence of alarm and notice loose drive support cap. The customer¿s blood glucose was 200 mg/dl. Customer reported that they are having trouble hearing the beeps. The customer was assisted in performing a self-test. Pump did not beep during the tone test. Advise customer that the pump will need to be replaced. The pump will be returned for analysis.

Manufacturer narrative:
Pump received with no beep due to broken transducer wire. Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test and unexpected alarm error test. Pump passed all operating currents tested within the spec range and passed off no power test. Pump received with cracked battery tube thread, corroded battery tube, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, stained end cap sticker and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted.